Manufacturer narrative:
The reported power switching with the returned controller and batteries was confirmed via review of the controller log files. Analysis of the controller revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of power source port one (1) connector found with the o-ring gasket displaced from the controller housing. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. This observation is considered not related to the reported event. A possible root cause of the displaced gasket may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate the o-ring gasket displacement from the controller housing and implement corrective actions as required. A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition. Users are further instructed to exchange any controllers that are identified with loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one report of seven reports (3007042319-2016-01331, 01332, 01333, 01334, 01335, 01336, and 01337) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is report one of seven reports (3007042319-2016-01331, 01332, 01333, 01334, 01335, 01336, and 01337) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that a patient experienced battery switching with all his batteries. The patient was very afraid and not able to tell exactly when the single events happened. Fse advised to exchange complete equipment following fsca.